Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that a bio-corkscrew suture anchor was being used in a procedure. The surgeon used the ar-1927pb punch, and the ar-1927ctb punch tap prior to inserting the anchor. Upon inserting the anchor, the tip broke off in the prepared bone tunnel. The surgeon turned the anchor approximately 2 times before the tip of the anchor came off. It appears only a 1-2mm of the tip broke off. The larger piece of the anchor was removed, along with the suture, but the tip of the anchor could not be retrieved from the bone tunnel. The surgeon informed sales rep that he tried to remove the broken tip of the anchor with a pituitary rongeur and was unable to remove it. The portion that remained in the patient was in the bone tunnel, not sitting proud or protruding past the cortex and was reported to be extremely secure where it was. No anchor was placed in the same tunnel as the broken tip. The surgeon then prepared another bone tunnel and inserted another bio-corkscrew suture anchor of the same lot number successfully. The surgery was completed successfully. No extra incisions or interventions were needed to complete the surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the distal portion had been broken-off at the tip in the transition area. The implant fragment's fracture surface displayed a torsional fracture pattern. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a bio-corkscrew suture anchor was being used in a procedure. The surgeon used the ar-1927pb punch, and the ar-1927ctb punch tap prior to inserting the anchor. Upon inserting the anchor, the tip broke off in the prepared bone tunnel. The surgeon turned the anchor approximately 2 times before the tip of the anchor came off. It appears only a 1-2mm of the tip broke off. The larger piece of the anchor was removed, along with the suture, but the tip of the anchor could not be retrieved from the bone tunnel. The surgeon informed sales rep that he tried to remove the broken tip of the anchor with a pituitary rongeur and was unable to remove it. The portion that remained in the patient was in the bone tunnel, not sitting proud or protruding past the cortex and was reported to be extremely secure where it was. No anchor was placed in the same tunnel as the broken tip. The surgeon then prepared another bone tunnel and inserted another bio-corkscrew suture anchor of the same lot number successfully. The surgery was completed successfully. No extra incisions or interventions were needed to complete the surgery.